Manufacturer narrative:
A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Reported was that when arriving on site, the imaging system was working as intended. All the functions, 2d, 3d and movement where working normally. After internal inspection of the system; checking all connectors, cables, boards etc., no damages/lose connectors could be found. After testing multiple hours the error could not be reproduced. System functions checked. Ok.

Event description:
A site biomed representative reported that their imaging system was beeping permanently and they were not able to perform any movements. In one hour of trouble-shooting, the imaging system was shut-down, re-booted and cables were disconnected when normal function was restored. The surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome reported.